Event description:
It was reported by the western sales office that customer passed away in 2001. The cause of the death was a heart failure and diabetes complications. Customer was found dead at home on the floor. It appeared that customer was in the process of treating a low bgs. Also stated a soda can was found on the counter next to customer. Customer was wearing the pump at the time of customer death. Customer's spouse reportedly would like to donate the pump.